Event description:
The user facility returned a device and upon investigation of the device, it was noted that the angio-seal device was broken in the manner consistent with sheath embrittlement due to light exposure. The device did not appear to have been used on a patient.

Manufacturer narrative:
E3: occupation: cl director. One (1) 8fr angioseal device was returned to terumo medical corporation for product evaluation. The returned device included the hemostasis sheath, locator, guidewire, carrier tube, and packaging. The device was visually inspected and found to have been in unused condition. The hemostasis sheath was found to have been fractured, and the component was also able to be broken in a manner which is consistent with embrittlement due to light exposure. The complaint was confirmed for a sheath breakage due to light exposure. The likely cause was determined to have been improper storage as the device was broken in a manner which is consistent with embrittlement due to light exposure. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).